Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen and had high lead impedance. No additional relevant information has been received to date. No surgical intervention has occurred do date.

Manufacturer narrative:
B5. Describe event; section d -suspect device; h6. Adverse event problem codes; corrected information, initial MDR inadvertently omitted information known prior to submission.

Event description:
Surgery occurred and high impedance resolved with pin re-insertion. Surgeon had a case to explore the high impedance of patient which he had done a replacement for about a month ago. During replacement case the impedance was tested and in normal range but when the patient returned to clinic she displayed high impedance in all tests. During the surgery, heexamined the lead and then reinserted it to the generator. Several lead tests were performed that were all in normal range.